Manufacturer narrative:
Device alarmed external flash crc error during self test. Device was inspected and found moisture damage to electronic devices noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was 292 mg/dl. The customer reported that the insulin pump had a external flash crc error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.